Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor was reading low but his blood glucose was not low. One time sensor was reading 107 mg/dl but his blood glucose was 226 mg/dl. Another time the sensor glucose was 75 mg/dl and blood glucose was 128 mg/dl. Customer stated that he received threshold suspend alarms. Customer was advised to remove and replace the sensor. Nothing further reported.